Event description:
Reportedly, during implant of a new lv lead and subsequent box exchange to crt-d 3811 (lbb lv lead new and already implanted sonr tip lead present), av scan optimization were performed. During this process different kind of popup messages were displayed in german language. 1.) "Sobald der prozessstatus oben im bildschirm "test" anzeigt, deaktivieren sie die überwachung und wechseln sie zu einer anderen anzeige. Am ende des optimierungsprozesses erscheint eine erinnerung." This message does not really make sense in german because: a) what is the "überwachung"? Do you mean the ECG strip on top? überwachung = surveillance b) change to which different "anzeige"? Do you mean that the user should switch to a different tab/screen? Why should we have to do this? We stayed on the sonr crt tab and everything was fine and we could observe normally the ECG strip. C) "at the end of the optimization process a reminder will be shown." What reminder? To reactivate/switch back to the "überwachung"? 2.)"die sonr crt-d optimierung kann abgeschlossen sein. Positionieren sie den programmierkopf und drücken sie die taste "telemetrie aktivieren". A) "the sonr crt-d optimisation might be finished." In german the popup suggests that we don't actually know and assume that the process is finished. B) "position the programming head and press the button "activate telemetry." We did not need to do any of that... Is this the normal process with rf link and during inductive interrogation only? Which button is actually meant? The one on top of the screen where we normally can select the connection type?

Event description:
Reportedly, during implant of a new lv lead and subsequent box exchange to crt-d 3811 (lbb lv lead new and already implanted sonr tip lead present), av scan optimization were performed. During this process different kind of popup messages were displayed in german language. 1.) "Sobald der prozessstatus oben im bildschirm "test" anzeigt, deaktivieren sie die überwachung und wechseln sie zu einer anderen anzeige. Am ende des optimierungsprozesses erscheint eine erinnerung." This message does not really make sense in german because: a) what is the "überwachung"? Do you mean the ECG strip on top? überwachung = surveillance b) change to which different "anzeige"? Do you mean that the user should switch to a different tab/screen? Why should we have to do this? We stayed on the sonr crt tab and everything was fine and we could observe normally the ECG strip. C) "at the end of the optimization process a reminder will be shown." What reminder? To reactivate/switch back to the "überwachung"? 2.)"die sonr crt-d optimierung kann abgeschlossen sein. Positionieren sie den programmierkopf und drücken sie die taste "telemetrie aktivieren". A) "the sonr crt-d optimisation might be finished." In german the popup suggests that we don't actually know and assume that the process is finished. B) "position the programming head and press the button "activate telemetry". We did not need to do any of that... Is this the normal process with rf link and during inductive interrogation only? Which button is actually meant? The one on top of the screen where we normally can select the connection type?

Manufacturer narrative:
Translations have been updated in the next smartview version. The first pop-up means that once the in-clinic sonr crt optimization algorithm is launched, the user can leave the sonr crt optimization screen and let the optimization continue. The translation has been updated for the next smartview version to ¿sobald oben im bildschirm ¿test¿ anzeigt wird, können sie auf andere bildschirme wechseln. Am ende des optimierungsprozesses warden sie benachrichtigt.¿ the second pop-up tells the user that the sonr crt optimization is done and the wording is a non-direct wording, it is not a wording to say that we don¿t know if the test is finished, since we know when it finishes. The translation has been updated for the next smartview version to ¿die sonr crt-optimierung kann abgeschlossen warden. Positionieren sie den programmierkopf und drücken sie die taste ¿telemetrie aktivieren¿.¿ no general malfunction is suspected on the subject software. This case is retained and utilized for trend purposes.